Event description:
It was reported the patient experienced an umbilical hernia coincident with peritoneal dialysis (pd) therapy. It was reported that the hernia was not pre-existing to pd therapy and it worsened with the continuation of pd therapy. The patient was treated through out-patient surgical repair of the hernia. At the time of this report, the patient was recovered. Peritoneal dialysis therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date of event: the exact date of the event was not provided; it was reported that the patient was advised to have hernia repair in (B)(6) 2014. The surgical repair was performed on (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.